Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim and medical records received. Medical records indicate the patient suffered squeaking, pain, wear of the poly liner, subluxation, and discoloration of the femoral head. The acetabular cup was also removed, but there was no mention to any failure. During the primary operation, the patient had a 800ml blood loss, but there was no complications were mentioned. Update 11/02/2016. Claim letter received. There is no new information that would change the existing MDR decision. Complaint was updated 11/22/2016. On (B)(6) 2016--x-ray images received on disc (x1) sm. Update 2/21/2017: review of the x-rays indicated the cup is malpositioned. The is being added to the complaint. This complaint was updated on 2/23/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.